Event description:
Facility alleges blood leak during dialysis. Chief tech. Reports leak occurred at start of treatment. Dialyzer replaced. No further problems reported. 6th use. Estimated blood lost > 100cc.